Manufacturer narrative:
(B)(4). Approximate age of device: 11 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the lvad system produced elevated flow estimations, and that the patient experienced dark colored urine. Log file analysis completed by the manufacturer¿s technical services representative revealed pump power had slowly been on the rise. On (B)(6) 2017, it was reported that the patient was on a heparin drip and that hemolysis markers were decreasing. On (B)(6) 2017, the patient underwent a pump exchange for suspected thrombus. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2.5 inches from the pump housing. The severed portion of the driveline, the sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a thin thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to be in the early stages of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. The remaining pump blood contacting surfaces were free of deposition. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. During its development, the thrombus ring found in the evaluation of the returned pump could have potentially created additional resistance on the spinning rotor, contributing to the observed upward trend in pump power and flow. A correlation between the thrombus formation and the observed low flow alarm could not be determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the observed thrombus formation. Continuity testing on the returned portion of driveline revealed no shorts or discontinuities. Examination of the shielding and bionate revealed no anomalies. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.